Manufacturer narrative:
Initial report sent to FDA on 12/01/2008.

Event description:
According to the reporter: the instrument could not open in the situs after release and was difficult to remove from the trocar. The surgical incision was extended in order to remove the instrument. Surgery time was extended approximately 15 minutes.